Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure. It was reported that during the procedure, the valve could not be positioned correctly due to inability to get deeper. Several constraints were encountered, including insufficient device maneuvers to reach the optimal position, maneuvers not translating effectively, and inability to capture leaflets. As a result, deployment was paused at ventricular expansion. Patient was sent to surgery with delivery system (ds) in and received surgical explantation and tricuspid valve replacement. After internal imaging review, there is evidence of the evoque device interaction with the previously implanted pacemaker rv lead. During ventricular expansion stage, there appears to be a lack of rv lead slack with noticeable interaction with device anchors and rv lead. There was possible restriction of device maneuvers due to rv lead interaction. The pacemaker rv lead remained inserted at baseline location without evidence of lead dislodgement.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Additional information received stated that the patient had a rv lead which cut across the annulus. Rv lead removal was discussed with electrophysiology, however it was the primary mechanism for patients' rhythm and therefore could not be removed. During the procedure, capsule gap was created above the lead and then depth was added post expansion to get under the annulus. Anchor release was performed after timeout, maintaining a more or less coaxial trajectory. Valve was very quickly expanded, minor stop at 45 degrees but essentially went straight to 90 degrees. At anchors to 90, all leaflets were ready to capture. However, several constraints were encountered, including insufficient device maneuvers to reach the optimal position, maneuvers not translating effectively, and inability to capture leaflets. Leaflet capture was not confirmed on each anchor during the anchor spin. Specifically, the first anterolateral and then anteroseptal anchors did not achieve capture. Multiple maneuvers were attempted to improve leaflet capture, such as gaining depth via wire management, adjusting the depth knob, and performing secondary maneuvers. Despite these efforts, obvious leaflet pinning was observed after full anchor flip. As reported, the system could not be advanced deeper because the rv lead hindered it. Therefore, it was decided not to continue with valve deployment; it only reached ventricular expansion. Patient was sent to surgery with delivery system (ds) in and received surgical explantation and tricuspid valve replacement. Patient was reported to be doing well after surgery. The perceived root cause of the event was the inability to advance the system deeper because the rv lead hindered progress.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11.

Manufacturer narrative:
B5 was updated with new information from image evaluation done on (B)(6). The complaint for system interaction with previously implanted devices was confirmed with objective evidence based on the event description and imaging evaluation of provided intra-operative transesophageal and fluoroscopy images. No manufacturing non-conformities were identified from the imaging evaluation. Imaging evaluation confirmed evoque interaction with previously implanted pacemaker rv lead. During atrial flip stage, there appears to be a lack of rv lead slack with noticeable interaction with device anchors and rv lead. Available information suggests that the rv pacing lead crossing the tva plane inserting near the rvot hindered depth maneuvers. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, there were no preventative or corrective actions required.

Event description:
After internal imaging review, there is evidence of the evoque device interaction with the previously implanted pacemaker rv lead. During atrial flip stage, there appears to be a lack of rv lead slack with noticeable interaction with device anchors and rv lead. Cannot rule out possible restriction of device maneuvers due to rv lead interaction. The pacemaker rv lead remained inserted at baseline location without evidence of lead dislodgement.